Event description:
Patient received a solution sample from an ophthalmologist and placed their contact lenses in a case with the solution. The following day, the patient inserted the lenses and experienced a burning sensation in both eyes. The lenses were removed and the patient consulted a hospital practitioner. The patient was treated for bilateral corneal ulcers. Cultures taken were negative. The hospital practitioner reports that the "clinical status was good" when the patient left the hospital. The patient did not return to the hospital practitioner for follow-up. This report was received from a non-us source and details are limited.